Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), embedded device ("migration of essure device: uterine wall"), device expulsion ("migration of essure device: uterine wall"), genital haemorrhage ("heavy bleeding") and pelvic pain ("persistent pelvic pain / pelvic pain") in a (B)(6) female patient who had essure (batch no. 628437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blurred vision, ataxia, tubal ligation, cholelithiasis, contact dermatitis, perennial allergic rhinitis, dyspnea, pruritus, acute sinusitis, gerd, chronic rhinitis, hoarseness, cholecystectomy, vocal cord polyp, perineal pain, diffuse pain, irregular periods, genital bleeding and pain in joint involving shoulder region. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as betamethasone;clotrimazole (clotrimazole and betamethasone) from (B)(6) 2016 to (B)(6) 2018, clobetasol from (B)(6) 2012 to (B)(6) 2018, ergocalciferol (vitamin d2) from (B)(6) 2017 to (B)(6) 2018, fexofenadine hydrochloride (allegra) from (B)(6) 2012 to (B)(6) 2018, fluticasone from (B)(6) 2012 to (B)(6) 2018, hydroxyzine hydrochloride from (B)(6) 2017 to (B)(6) 2018, paracetamol (acetaminophen) from 2009 to 2018, prednisone from (B)(6) 2017 to (B)(6) 2018, rabeprazole sodium (aciphex) from (B)(6) 2012 to (B)(6) 2018, ranitidine from (B)(6) 2017 to (B)(6) 2018 and salbutamol (albuterol) since (B)(6) 2012. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea") and alopecia ("hair loss"). On (B)(6) 2012, the patient experienced pruritus allergic ("allergic reaction / allergic or hypersensitivity reaction- type: body itching") and rash ("rashes or skin conditions type: rashes"), 3 years after insertion of essure. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criterion medically significant), back pain ("lower back pain") and pain in extremity ("leg pain / foot pain"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2018, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (surgical removal of coil(s) - bilateral essure microsurgical removal). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, device expulsion, menstrual disorder, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, nausea, alopecia and fatigue outcome was unknown and the genital haemorrhage, pelvic pain, pruritus allergic, rash, back pain and pain in extremity had resolved. The reporter considered alopecia, back pain, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pain in extremity, pelvic pain, pruritus allergic, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2009: results: device was successfully occluded/ total bilateral occlusion/ the doctor said fallopian tubes were blocked.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: migraine headaches, rash, menorrhagia, cramping and pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received : case become incident. New events: "device expulsion, embedded device, perforation (fallopian tubes), genital bleeding were added. Device removal date was added. Patient's demographics were added. Onset dates were added. Concomitant medications were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), uterine perforation ('perforation - uterus'), embedded device ('migration of essure device: uterine wall'), device expulsion ('migration of essure device: uterine wall') and pelvic pain ('persistent pelvic pain / pelvic pain') in a 35-year-old female patient who had essure (batch no. 628437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blurred vision, ataxia, tubal ligation, cholelithiasis, contact dermatitis, perennial allergic rhinitis, dyspnea, pruritus, acute sinusitis, gerd, chronic rhinitis, hoarseness, cholecystectomy, vocal cord polyp, perineal pain, diffuse pain, irregular periods, genital bleeding and pain in joint involving shoulder region. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as betamethasone;clotrimazole (clotrimazole and betamethasone) from (B)(6) 2016 to (B)(6) 2018, clobetasol from (B)(6) 2012 to (B)(6) 2018, ergocalciferol (vitamin d2) from (B)(6) 2017 to (B)(6) 2018, fexofenadine hydrochloride (allegra) from (B)(6) 2012 to (B)(6) 2018, fluticasone from (B)(6) 2012 to (B)(6) 2018, hydroxyzine hydrochloride from (B)(6) 2017 to (B)(6) 2018, paracetamol (acetaminophen) from 2009 to 2018, prednisone from (B)(6) 2017 to (B)(6) 2018, rabeprazole sodium (aciphex) from (B)(6) 2012 to (B)(6) 2018, ranitidine from (B)(6) 2017 to (B)(6) 2018 and salbutamol (albuterol) since (B)(6) 2012. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea") and alopecia ("hair loss"). On (B)(6) 2012, the patient experienced pruritus allergic ("allergic reaction / allergic or hypersensitivity reaction- type: body itching") and rash ("rashes or skin conditions type: rashes"), 3 years after insertion of essure. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criterion medically significant), back pain ("lower back pain") and pain in extremity ("leg pain / foot pain"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2018, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (surgical removal of coil(s) - bilateral essure microsurgical removal). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, device expulsion, menstrual disorder, migraine, headache, nausea, alopecia and fatigue outcome was unknown and the genital haemorrhage, pelvic pain, pruritus allergic, vaginal haemorrhage, menorrhagia, rash, dysmenorrhoea, back pain and pain in extremity had resolved. The reporter considered alopecia, back pain, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pain in extremity, pelvic pain, pruritus allergic, rash, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure removal date - (B)(6) 2018. The patient received treatment for pain, bleeding, allergy, migrat ion and perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: device was successfully occluded/ total bilateral occlusion/ the doctor said fallopian tubes were blocked.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: migraine headaches, rash, menorrhagia, cramping and pelvic pain". Lot number:628437 manufacturing date: 2008/12 expiration date: 2011/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), uterine perforation ('perforation - uterus'), embedded device ('migration of essure device: uterine wall'), device expulsion ('migration of essure device: uterine wall') and pelvic pain ('persistent pelvic pain / pelvic pain') in a 35-year-old female patient who had essure (batch no. 628437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sore throat, laryngopharyngeal reflux, allergic rhinitis, dehydration, gastroesophageal reflux disease, uterine bleeding, hypermenorrhea, bleeding intermenstrual, follicular cyst of ovary, ovarian cyst, vitamin d deficiency, breast cyst, breast pain, hypoaesthesia, epistaxis and elevated bp. Previously administered products included for an unreported indication: medrol, omeprazole, nexium, esomeprazole and flonase. Concurrent conditions included blurred vision, ataxia, tubal ligation, cholelithiasis, contact dermatitis, perennial allergic rhinitis, dyspnea, pruritus, acute sinusitis, gerd, chronic rhinitis, hoarseness, cholecystectomy, vocal cord polyp, perineal pain, diffuse pain, irregular periods, genital bleeding and pain in joint involving shoulder region. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as betamethasone;clotrimazole (clotrimazole and betamethasone) from (B)(6) 2016 to (B)(6)2018, clobetasol from (B)(6) 2012 to (B)(6) 2018, ergocalciferol (vitamin d2) from (B)(6) 2017 to (B)(6) 2018, fexofenadine hydrochloride (allegra) from (B)(6) 2012 to (B)(6) 2018, fluticasone from (B)(6) 2012 to (B)(6) 2018, hydroxyzine hydrochloride from (B)(6) 2017 to (B)(6) 2018, paracetamol (acetaminophen) from 2009 to 2018, prednisone from (B)(6) 2017 to (B)(6) 2018, rabeprazole sodium (aciphex) from (B)(6) 2012 to (B)(6) 2018, ranitidine from (B)(6) 2017 to (B)(6) 2018 and salbutamol (albuterol) since (B)(6) 2012. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea") and alopecia ("hair loss"). On (B)(6) 2012, the patient experienced pruritus allergic ("allergic reaction / allergic or hypersensitivity reaction- type: body itching") and rash ("rashes or skin conditions type: rashes"), 3 years after insertion of essure. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criterion medically significant), back pain ("lower back pain") and pain in extremity ("leg pain / foot pain"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2018, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (surgical removal of coil(s) - bilateral essure microsurgical removal). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, device expulsion, menstrual disorder, migraine, headache, nausea, alopecia and fatigue outcome was unknown and the genital haemorrhage, pelvic pain, pruritus allergic, vaginal haemorrhage, menorrhagia, rash, dysmenorrhoea, back pain and pain in extremity had resolved. The reporter considered alopecia, back pain, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pain in extremity, pelvic pain, pruritus allergic, rash, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure removal date - (B)(6) 2018 and (B)(6) 2018. The patient received treatment for pain, bleeding, allergy, migration, and perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: device was successfully occluded/ total bilateral occlusion/ the doctor said fallopian tubes were blocked. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: migraine headaches, rash, menorrhagia, cramping and pelvic pain". Lot number:628437 manufacturing date: 2008/12 expiration date: 2011/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-apr-2021: mr received: reporter, medical history and historical drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), uterine perforation ('perforation - uterus'), embedded device ('migration of essure device: uterine wall'), device expulsion ('migration of essure device: uterine wall') and pelvic pain ('persistent pelvic pain / pelvic pain') in a 35-year-old female patient who had essure (batch no. 628437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blurred vision, ataxia, tubal ligation, cholelithiasis, contact dermatitis, perennial allergic rhinitis, dyspnea, pruritus, acute sinusitis, gerd, chronic rhinitis, hoarseness, cholecystectomy, vocal cord polyp, perineal pain, diffuse pain, irregular periods, genital bleeding and pain in joint involving shoulder region. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as betamethasone;clotrimazole (clotrimazole and betamethasone) from (B)(6) 2016 to (B)(6) 2018, clobetasol from (B)(6) 2012 to (B)(6) 2018, ergocalciferol (vitamin d2) from (B)(6) 2017 to (B)(6) 2018, fexofenadine hydrochloride (allegra) from (B)(6) 2012 to (B)(6) 2018, fluticasone from (B)(6) 2012 to (B)(6) 2018, hydroxyzine hydrochloride from (B)(6) 2017 to (B)(6) 2018, paracetamol (acetaminophen) from 2009 to 2018, prednisone from (B)(6) 2017 to (B)(6) 2018, rabeprazole sodium (aciphex) from (B)(6) 2012 to (B)(6) 2018, ranitidine from (B)(6) 2017 to (B)(6) 2018 and salbutamol (albuterol) since (B)(6) 2012. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea") and alopecia ("hair loss"). On (B)(6) 2012, the patient experienced pruritus allergic ("allergic reaction / allergic or hypersensitivity reaction- type: body itching") and rash ("rashes or skin conditions type: rashes"), 3 years after insertion of essure. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criterion medically significant), back pain ("lower back pain") and pain in extremity ("leg pain / foot pain"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2018, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (surgical removal of coil(s) - bilateral essure microsurgical removal). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, device expulsion, menstrual disorder, migraine, headache, nausea, alopecia and fatigue outcome was unknown and the genital haemorrhage, pelvic pain, pruritus allergic, vaginal haemorrhage, menorrhagia, rash, dysmenorrhoea, back pain and pain in extremity had resolved. The reporter considered alopecia, back pain, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pain in extremity, pelvic pain, pruritus allergic, rash, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure removal date - (B)(6) 2018 and (B)(6) 2018. The patient received treatment for pain, bleeding, allergy, migration and perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: device was successfully occluded/ total bilateral occlusion/ the doctor said fallopian tubes were blocked. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: migraine headaches, rash, menorrhagia, cramping and pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : event of uterine perforation added. Outcome of the events pertaining to pain and bleeding updated to recovered/resolved. Event of genital hemorrhage downgraded to non-serious. Rcc added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.